Manufacturer narrative:
H11: upon further review, it has been determined that the event is not MDR reportable. Secondary surgical intervention has not occurred, and there has been no report of serious injury or malfunction. Initial MDR is not applicable. Claim #: (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced excessive vault. Due to excessive vault, the lens was explanted and replaced intraoperatively for a lens of a shorter length. Cause of the event was reported as unknown. The problem was resolved.

Manufacturer narrative:
Claim# (B)(4).